Event description:
It was reported that due to t-wave oversensing, the pace/sense portion of the model 6931 was replaced. The high voltage portion remains in use. No patient complications were reported as a result of this event.